Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release covered stent was to be used in the left main stem bronchus to treat a 4cm malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the catheter bowed and pulled the catheter out of the left main stem bronchus. The physician was unable to reposition the catheter. The stent was deployed partially and was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.